Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier (mlca) had a broken cable, and the surgeon could not apply the clip. The procedure was completed with the use of a backup instrument of the same kind and no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigations could not confirm the customer reported complaint of "broken cable and surgeon could not apply the clip". Visual and microscopic inspections of the returned medium-large clip applier could not verify the reported cable breakage. No damage was found to the wrist assembly. No broken or frayed cable damage was observed. No misalignment of grips was observed. Instrument housing was removed, and no damage was observed at the backend. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and passed twice. No problem or physical damage was detected on the returned instrument. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the ambiguous description of the complaint along with the findings from the failure analysis, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, the probable root cause of the alleged medium-large clip applier had a broken cable cannot be determined. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. Medium-large hem-o-lok clip was used with the medium-large clip applier (mlca). The clip applier issue occurred after the second clip application. The surgeon noticed the mlca cable was broken and used a backup mlca instrument.